Event description:
Provider states when the consumer hits even the slightest threshold the chair will disengage the motors. Provider states that the consumer can still drive the chair but when he stops the chair can be pushed manually.